Event description:
It was reported that there was a connection issue between a bag and a minicap transfer set. The event was further described as the patient was "unable to disconnect from the bag and remained connected. The dark blue section would not disconnect." This occurred when disconnecting from peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation with an amia patient connector attached. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues were observed. The transfer set was connected and disconnected using the returned patient connector by hand and no issues were observed. The reported connection issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.